Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
--

Event description:
Boston scientific received information that there was noise on the right ventricular lead. The noise was oversensed resulting in five seconds of inhibition of therapy.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 52.2 cm from the distal tip. The distal shocking coil was separated from the medical adhesive bonding at the proximal end. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Information was later received that this lead was explanted due to unexplained noise. No adverse patient effects were reported as a result of the procedure.